Event description:
In 2009, the lay user/pt contacted lifescan customer service alleging that her one touch ultra2 meter started to display the battery indicator at 9 am the day prior. The pt continued to take her usual dose of diabetes medications (1 pill glucovance) after the reported issue began and claimed that one day after the battery indicator appeared, she became shaky and developed a headache. The pt denied testing on another device at the time of concern and denied receiving any forms of treatment as a result of the battery indicator issue. According to customer service's troubleshooting, the battery was not replaced per the owner's manual. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia one day after the battery indicator appeared on the subject meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/'them and inform FDA of product(s) that do not pass inspection in a supplemental report.